Event description:
It was reported that there was "pain over the device" which began on the day of this report. The patient stated she set off alarms when she went "in and out" of stores. It was also noted she had a "tingling pain" in the location of the "pacemaker". There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).